Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery compartment crack. The reporter stated that there were no power issues related to the case damage issue and there was no evidence of moisture or corrosion within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015-product analysis:the device was returned and evaluated by product analysis on 11/05/2015 with the following findings:a battery compartment crack was observed. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.